Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in pre-use condition, without its original packaging, decontaminated and inside a plastic bag. Visual inspection showed no damage, bad bonds, cuts, or kinks in the device that could cause the failure mode reported. A leak was detected during functional testing confirming the complaint. The most probable root cause was the medication bag was damaged and not correctly segregated during manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown. Production personnel were notified by the quality engineer to reinforce the correct handling and segregation of the medication bag during the assembly process.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during the use of the disposable, the pump alarmed an air in line detected. The customer checked the disposable and found leakage of medical fluid from it. No patient injury reported.